Event description:
Age and weight of the pt is unk. It was reported to boston scientific corp that while using the hydrothermablator procedure set during an hta procedure, there was fluid loss. With approx 30 seconds left in the ablation phase, there was a "fluid loss alarm", rate of fluid loss is unk. The physician looked inside the vagina and observed fluid in the vagina; mainly drips resulting in observed drip burns on the pt's cervix. The procedure was stopped, and the vagina flushed with cool fluid. The pt's condition post procedure and any treatment provided is unk.

Manufacturer narrative:
The lot number of the device used is unk, consequently the device mfg and expiration dates are unk. Info was completed by the MFR based on info obtained from the user facility. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.